Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic with the device post-paced t-wave oversensing. The patient was asymptomatic. Programming changes were made during device check.